Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 31-aug-2024 occlusion alarm occurred and blockage is located is at tubing. No further information available.